Event description:
It was reported that the patient experienced a syncopal episode and was admitted to the hospital, where a replacement procedure was performed for this right ventricular (rv) lead was explanted due to high pacing thresholds. The revision procedure was successfully performed and a new pacemaker system was implanted. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that the patient experienced a syncopal episode and was admitted to the hospital, where a replacement procedure was performed for this right ventricular (rv) lead was explanted due to high pacing thresholds and loss of capture (loc). The revision procedure was successfully performed and a new pacemaker system was implanted. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field h6: device codes, section h.